Event description:
It was reported that after device preparation and connection to the indeflator, prior to use, a gauze was passed over the stent and a flared strut was noted. The device was not used in the anatomy; there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed a tear in the balloon above the distal balloon marker.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. Stent damage was confirmed. Balloon tear was noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: special care must be taken not to handle or in any way disrupt the stent on the balloon. Do not manipulate, touch, or handle the stent as this may cause coating damage, contamination, or dislodgement of the stent from the delivery balloon. Based on the information reviewed, there is no indication of a product deficiency.